Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a distorted image. Inspection and testing of the returned device found the color tone of the image was abnormal. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image had noise, the color tone of the image was abnormal, the bending angle was insufficient, the curved rubber was scratched, the curved rubber adhesive was missing, the operation part was scratched, the grip was scratched, the angle lever was scratched, the right/left lever was scratched, the up/down plate was scratched, the right/left plate was scratched, the nigiri cover was scratched, the video connector was scratched, the video connector was cracked, the light guide connector was scratched, the light guide cover glass surface was scratched, the video connector case was scratched, the video connector case was cracked, and the forceps elevator lever was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found prior to a therapeutic laparoscopic choledocholysis. The procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distorted image was by connecting and disconnecting the video connector while the power of the video system center was on, overcurrent have temporarily flowed. Or the video connector temporarily short-circuited by connecting to the video system center with water adhered to the electric contact of the video connector. Static electricity was produced to the electric contacts of the video connector. The electronic parts were damaged due to age-related deterioration like repeated energization stress. Electronic components will deteriorate over time due to repeated use, and the progression of deterioration also varies depending on a usage environment. Olympus will continue to monitor field performance for this device.